Event description:
Per the clinic, the charging cable for the remote assistant appeared burnt. The equipment was requested to be removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4)